Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was peripheral causalgia and spinal pain. It was reported the patient had complained that the pump had stopped delivering medicine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.